Event description:
The customer reported to carefusion that they received a suction catheter that was assembled backwards. This was observed upon visual inspection before use on a patient.

Manufacturer narrative:
(B)(4). Investigation summary: the customer did not return a sample for evaluation. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. This type of failure has been confirmed in previous complaints and the likely root cause has been determined human error during the assembly process. Personnel failed to follow the manufacturing procedure that indicates correct assembly of the connector to the tube. Visual aids are provided to operative personnel at the assembly area. The manufacturing personnel have been notified of this issue and received additional training on the assembly procedure to avoid this problem in the future.